Event description:
It was reported the patient was implanted the day prior and was still leaking ¿a lot¿ on the date of the call. Stimulation was set after implant and they wanted to increase due to the leaking. The patient was feeling stimulation at 2.8v on program 4. Stimulation was increased to 4.5v at the time of the call. It was noted the programmer training was ineffective because the patient was still under the effects of anesthesia. The following day, it was stated the patient needed help getting the implantable neurostimulator (ins) working. It was stated the ins was turning off in the night. Stimulation was high the day prior, so the patient turned it down a little and they were not sure if they pressed the right buttons. The patient woke up in the morning and had to go to the bathroom, but didn¿t make it. It was stated the patient looked at the programmer screen and there was ¿nothing¿ on it. The first night after being implanted, the ins was not on and they had a couple accidents. As of the date of this report, it worked ¿pretty well¿ during the day, but by supper time it was a ¿little strong¿ so stimulation was decreased to 3.5v. Stimulation was again increased on the second morning after implant, this time to 5.0v. It was noted the patient was not feeling the ¿buzz.¿ the patient did not feel stimulation like they did the day after implant. Information received about a week and a half later indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor¿s case manager. The patient changed programs on (B)(6) 2014 for a week after leaking on the original program from implant. Program 1 at 3.3v was the program the patient was going to try for a week and then they would call back on (B)(6) 2014. It was also noted the patient received assistance from their doctor and their concerns were resolved. An appointment on (B)(6) 2014 was noted. It was unclear if the patient¿s concerns were resolved. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05dln, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).